Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the balloon was able to be advanced down the duodenoscope. Upon advancing down the common bile duct, it was found that the tip of the balloon broke off the catheter. The tip of the balloon catheter was successfully retrieved using a rat-tooth forceps and the procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the balloon was able to be advanced down the duodenoscope. Upon advancing down the common bile duct, it was found that the tip of the balloon broke off the catheter. The tip of the balloon catheter was successfully retrieved using a rat-tooth forceps and the procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: correction: block b1 (adverse event/product problem), block b2 (outcomes attrib to adv event), block h6 (impact codes) and block h1 (type of reportable event). Block h6: device code a0501 captures the reportable event of distal tip detached. Block h10: investigation result: a visual examination of the returned complaint device found that the catheter was torn on the distal side of the guidewire rx lumen. The balloon of the device was not returned, as the distal tip of the device was detached, confirming the reported event of tip detached. Microscopic examination of the device confirmed that the catheter was torn on the distal side of the rx lumen. The problem found of a torn catheter and the reported problem of tip detached could be the result of the use of the guidewire. It is probable that during the procedure, the guidewire was stuck at some point that the guidewire needed to be removed to be replaced. This may have caused the tear in the catheter and with the same force of removal may have separated the tip from the catheter and thus the customer had to change the device. Therefore, the most probable root cause is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.